Manufacturer narrative:
Spacelabs received the report from the customer for this issue on (B)(6) 2016, however additional information was received on 08/11/2016 that changed the determination to a reportable event. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 the xhibit central station was continuously restarting with no intervention from the user. No injury was reported as a result of this event.

Manufacturer narrative:
The reported issue has been identified as a software problem. Spacelabs has initiated a field corrective action and notified the FDA seattle district office of this action on august 25th, 2016 (recall number: z-2885-2016). We also notified customers of this activity with a letter dated august 25th, 2016. This investigation is considered complete and the issue closed.

Manufacturer narrative:
During the investigation additional information was received that patients were monitored on the xhibit central station were also being monitored by bedside monitors. Throughout the reported event, the bedside monitors were not impacted and remained operational, therefore there was no risk of patient harm. The investigation for the central station has not concluded, and spacelabs will file a supplemental report once the investigation is complete.